Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis found the instrument was active with 5 uses remaining. No product issue was identified. The complaint was confirmed by failure analysis. Additional observations not reported by site: the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have the main tube broken. No material was found missing.

Event description:
It was reported that during central processing, the cable was broken on the stapler 45 instrument. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the technicians were trained to do a quick look before insertion to look for anything out of the ordinary. Everything on the instrument appeared to be intact. It wasn¿t until the instrument was actually in the initial motions that the cable was discovered because the instrument would not move properly when tested by the surgeon (they always test the motion after initial insertion to be sure it is all working, which this was not). The staff removed the instrument and discovered the cable was damaged. The instrument never worked. After initial insertion, it did not motion properly so it was removed and inspected, discovering the cable. The instrument did not collide with any other instruments during the procedure. No fragments fell inside the patient's anatomy. The instrument was sent to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
The endowrist stapler 45 instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The instrument was found to have a broken (disposable loading unit) dlu wire at the distal end. The instrument failed the electrical continuity test. A review of the logs shows no errors.

Event description:
Refer to h10/h11 for follow-up information.